Event description:
A customer reported to baxter (B)(4), an hp microbore catheter extension set in which a no flow occurred. According to the report, a charge nurse stated that an extension set was blocked due to kinked tubing where the slide clamp was engaged. The nurse changed extension set and proceeded with the infusion. The event occurred during patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.